Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 using an unknown sample swab. The user reported pcr confirmation testing was performed on (B)(6) 2021 and negative results were obtained. A second pcr confirmation test was also, performed (B)(6) 2021 and results are pending. A repeat test with binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 generated positive results. The patient is symptomatic with a dry cough and muscle pain. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or a false positive result. Therefore, this complaint is considered not reportable.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information. Additional information received from the customer 29 dec 2021 statesthe patient's second pcr was positive confirming the self test positive result. Based on new information no false positive occurred.